Manufacturer narrative:
The failure investigation has been completed and the alleged unresponsive touchscreen issue was verified. Based on the analysis, the alleged alarm 30 issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple alarms (cartridge alarm 30) occurred during the load process. Additionally, it was reported that the customer's pump touch screen was unresponsive. Customer's blood glucose was 171 mg/dl. Reportedly, the customer consulted with their health care provider for alternate insulin therapy.